Event description:
It was reported that during follow-up, the patient was fond to be experiencing diaphragmatic stimulation. The pulse generator was found to operating in backup vvi mode. The device was successfully restored and the patient was in good condition.

Manufacturer narrative:
(B)(4).